Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon investigation the rear response button was non-functional. The cause for the failure was a damaged response button switch. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The rear response button was non-functional.